Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, e1 (site country), g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h10, h11 corrected fields: g2, h6 (health effect - clinical code) additional information: e1 (event site postal code) : 400093 a getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse checked and found power supply suspected defective. The fse replaced the power supply to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check up, the cs100 intra-aortic balloon pump (iabp) unit is not switching on. There was no patient involvement.